Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision for tibial loosening after 3 years. Explant analysis during revision shows that the keel of the tibial is only partially cemented.